Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the check button on the infusion device is defective. Pt stated was unable to set in units of insulin manually. No further info is available. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Requested return of the alleged infusion device for eval.